Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37092, lot# 293780002, implanted: (B)(6) 2012, product type: accessory. (B)(4).

Event description:
It was reported that the patient fell within the past 3 weeks and also prior to that. It was noted the original fall moved the lead and it had caused the patient to lean way to the right as she walked. The health care professional determined that the right lead wasn¿t working. It was noted the lead had not been revised and the problem had not been rectified at the time of the report. The health care professional told the patient that surgery would be required to fix the issue but the patient did not want to undergo surgery again. It was noted that the patient had an appointment with the health care professional on (B)(6) 2014. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.